Event description:
It was reported that during preparation for a water vapor therapy procedure, the first delivery device plunger did not move into the syringe. The device was exchanged, and the second delivery device plunger moved a little bit and stopped. The device was exchanged, and the third delivery device plunger did not move, and the device was exchanged. The fourth delivery device plunger did not move. The devices could not be primed. It was further reported that an issue with the generator was noted. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the first delivery device plunger did not move into the syringe. The device was exchanged, and the second delivery device plunger moved a little bit and stopped. The device was exchanged, and the third delivery device plunger did not move, and the device was exchanged. The fourth delivery device plunger did not move. The devices could not be primed. It was further reported that an issue with the generator was noted. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that the patient had been given general anesthesia for a water vapor therapy procedure. During preparation, the first delivery device plunger did not move into the syringe. The device was exchanged, and the second delivery device plunger moved a little bit and stopped. The device was exchanged, and the third delivery device plunger did not move, and the device was exchanged. The fourth delivery device plunger did not move. The devices could not be primed. It was further reported that an issue with the generator was noted. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded that the reported generator issues were confirmed as replacing the generator resolved the customers issue. Device history record (DHR) review: the rezum generator was installed on 16 november 2017. There were no other service reports available. The console was fully functional until the reported event date of issue, 28 january 2022. Device technical analysis: the rezum generator is not available for analysis; therefore, no physical or visual analysis of the product could be performed. No data log files or any further service information was available. A replacement generator was shipped to the customer and installed. Replacing the generator resolved the issue. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the rezum generator and rezum delivery device manual. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.